Manufacturer narrative:
Patient had a total hip replacement on (B)(6) 2015 at wellington hospital. Patient has since had a fall fracturing his femur requiring a hip revision procedure. Components left in situ; 121732052, pinn sector w/gryption 52 mm, lot 683690 and 121730500, pinn cann bone screw 6.5 mm x 30 mm, lot d14051733. No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had a fall fracturing his femur requiring a hip revision procedure.